Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated the reported single leaflet device attachment/slda appears to be related to the patient morphology/pathology. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted enlarged atrium and enlarged ventricle. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the clip then became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). Therefore, a second clip was deployed to stabilize the slda. The physician stated that the cause of the slda is possibly due to abnormal cardiac size, especially the dilated left atrium and dilated annulus. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.